Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the system had encountered fatal error. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the system had encountered fatal error. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture 27-aug-2012 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue upon investigation of the actual device used in this incident, it was determined that the system had encountered fatal error. A technical support specialist (tss) verified that the station database size had reached 11 gigabytes (gb), exceeding the 10 gb threshold that requires a file synchronization (sync) instead of a full sync. The tss initiated the file sync after backing up the database and confirming that the station-server transaction locates matched. The recovery model was set to simple, and the database was dropped and recreated. A fatal error occurred during this process, but it was resolved by following the appropriate knowledge article, "medes/pas - db error 27506 during med app repair". Once the file sync was successfully completed, "10000334210-00 es station disable purge history pci (build 3)" was redeployed. The station was then rebooted, and the medication application launched successfully. Post-sync, the station resumed communication, and the database size was reduced to 8.3gb. The system functioned as intended after the technical support specialist troubleshot the device.